Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log file confirmed the reported driveline fault alarm, as well as multiple low speed events. The submitted log file contained events from 07nov2024 at 18:16:46 ¿ 14nov2024 at 17:15:21, per the timestamps. A yellow wrench advisory associated with a driveline fault alarm was active throughout the majority of the file. Several low speed events associated with low speed advisories were captured throughout the file. These events occurred while the system was powered by the power module. No other notable events or alarms were captured. Provided information indicated that the patient did not experience any issues as a result of the speed drops, and they were discharged home with an ungrounded patient cable. Although not confirmed, the events in the log file are consistent with damage to the internal wires of the driveline. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6), with no further related issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. B, and the heartmate ii lvas patient handbook, rev. A, are currently available. Section 6 of the IFU entitled "patient care and management" addresses how to care for the driveline; however, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and patient handling. In addition, section 6 (under "pump performance monitoring") outlines indications of driveline damage as well as how to respond to such events. Section 7 entitled "alarms and troubleshooting" outlines all system controller alarms and the appropriate actions associated with them. The heartmate ii lvas patient handbook contains a section on ¿caring for the driveline.¿ the section entitled ¿alarms and troubleshooting¿ outlines all system controller alarms as well as how to respond to each alarm condition. A section on handling emergencies is also provided. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient presented to the hospital due to a driveline fault alarm on their system controller. Log files showed a decline in pump speed every time the patient was connected to the power module at home. No low flow alarms were seen. X-rays were taken of the entire driveline to identify a possible place for the short to shield situation. A non-grounded patient cable was requested.